Manufacturer narrative:
On inspection of the device at the service center, the issue was reproduced. The ccd was replaced which resolved the issue.

Event description:
It was reported that during a case the center image was lost for a period of time while the user was trying to retro-flex the scope. The image did return and remained on for the rest of the case. There was no patient injury or other adverse health consequence.